Event description:
The iab was inserted into the pt on 11/17/98 with difficulty. On 11/22/98, the "gas loss" alarm sounded from the pump. The connections were tightened and no blood was noted in the catheter. The right leg was repositioned and the alarm was resolved. Later, "check iapb catheter" alarm sounded and the connections were tightened again and the site was checked. No blood was noted in the catheter. The balloon was refilled via "iab fill" on the console without resolution of the alarm. Troubleshooting was completed per iabp "help screen" without resolution of the alarm. The augmentation was reduced to half maximum with resolution of the alarm. Portable chest x-ray was performed showing worsening of congestive heart failure. Intravenous heparin was discontinued. The iabp ratio was reduced to 1:2. The pt's oxygen saturations were falling and act decreasing over period of hrs from 253 to 140 to 130, despite respiratory assitance with non-rebreather mask. The iab was then removed. Medications administered without improvement in oxygen saturations. The pt was intubated. The iab was not returned to datascope for evaluation. The contact stated that the iab could not be located at the facility. Event complications: worsening congestive heart failure/severe respiratory decompensation - rpt'd 1/4/99. (Pt's current status: intubated - rpt'd 1/4/99.